Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and unresponsive and the usb port was damaged and resulted in difficulties charging the pump. As a result, customer¿s blood glucose level increased to 515 mg/dl and the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU) with high ketones that a healthcare provider determined to be dangerous and life threatening. Customer was treated with intravenous fluids of saline and insulin and released from the ICU on (B)(6) 2021 with no permanent damage and the issue resolved. The customer reverted to an alternate method in insulin therapy.